Manufacturer narrative:
B3: date of event: used (B)(6) 2022 as the event date was not reported. Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the device was returned and it was observed that the ro marker was observed in the device middle section. Microscope inspection revealed that the device was inspected under microscope and it was observed damaged at the distal tip. It's important to mention that evidence of correct ro marker colocation was observed at device distal end section. Dimensional test revealed that the device was measured in order to confirm the correct ro marker position and it was in wrong position. The measure results were 133.00mm and the specification is: 6.50mm +/- 0.50 from distal end.

Event description:
It was reported that the radiopaque marker was significantly marked in the wrong spot. A .038 j accustick ii was selected for use. During the procedure, it was noted that the radiopaque marker was not placed in correct spot and was significantly marked in the wrong spot. The device was taken out from the patient's body and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the radiopaque marker was in an incorrect location. A .038 accustick ii was selected for use. During the procedure, it was noted that the radiopaque marker was not placed in correct spot and was significantly marked in the wrong spot. The device was taken out from the patient's body and the procedure was completed with another of same device. No patient complications were reported.